Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the rep met with the patient on the day of the report and they have brought the ins out of overdischarge. The rep was able to get the patient's charge up to 50% but when the rep went to communicate with the ins it showed that it was still discharged. The rep noted the ins had been in overdischarge for ~3 years. Technical services (ts) reviewed that the ins was likely rapidly charging/discharging due to being brought out of a long overdischarge. The rep confirmed they did see the power on reset (por) on the charger but ts did not confirm if the por was cleared. No symptoms were reported. No further complications were reported. Additional information was received from the rep who reported that the patient stated he is unable to keep it charged. Rep was able to get his device out of over-discharge. Patient wanted to continue charging at home so after the meeting where the rep got it out of over-discharge, patient chose to go home to continue charging his device to be able to turn it on. Patient has tried to charge it nonstop for a full day at home and reported to the rep that it would not keep a charge. Rep asked if he continued to try past that day and patient stated that he chose not to continue trying to charge. Patient reported he was making an appointment with his hcp to discuss possibly getting a new battery or explanting device. Device does not keep charge once he removes the charger from his device.